Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection amikacin (500 mg, stat, intraperitoneal, 1 dose), injection cefazolin (500 mg, stat, intraperitoneal, 1 dose). The following day, the patient was treated with injection amikacin (250 mg, once a day, intraperitoneal, ongoing), injection cefazolin (500 mg, once a day, intraperitoneal, ongoing) for peritonitis. Three days after event onset, the patient recovered from peritonitis; however, the patient remains hospitalized. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.